Event description:
The manufacturer was notified that a patient underwent a double valve replacement. A size 27 mitral cphv and a size 19 reduced aortic cphv were removed and replaced after perivalvular leak and mitral regurgitation were suspected. At re-operation, the mitral valve was found to have leakage between .5cm and 1cm located at the posteromedial commissure. The valve itself had some pannus which was associated with stenosis. The pannus also caused obstruction of the anterior leaflet of the mechanical valve. There was no obvious degenerative or structural change observed with the device after removal. Surgery consisted of redo sternotomy, redo mitral valve replacement, redo aortic valve replacement, one coronary artery bypass graft, the left internal thoracic artery to left anterior descending coronary artery anastomosis and placement of an intra-aortic balloon pump via a seldinger technique into the left common femoral artery.